Event description:
Facility alleges failed ultra filtration pump. Machine passed pressure holding test pre patient treatment. Machine had been programmed to remove 4.5 kilos from the patient. At end of treatment machine readout that 4500 had been removed. Scale read that patient had weight by 2.0 kilos. Upon evaluation of the fresenius 2008e machine it was found that the ultra filtration pump had failed. There is no alarm sensor on this to alert the generator. The patient required an extra treatment for fluid removal to prevent c.h.f.